Event description:
On (B)(6) 2017, the lay user/patient¿s relative (the reporter) contacted lifescan (lfs) USA, alleging that the patient¿s onetouch ultra meter would not power on. The complaint was classified based on the customer service representative (csr) documentation. The reporter stated that the alleged power issue began on (B)(6) 2017 at 4:00 am. The patient manages his diabetes with a fixed dose of insulin (24 units of novolog and 24 units of levemir). The reporter denied the patient made any changes to his usual diabetes management regimen when he was unable to test due to the alleged issue. The reporter stated that 1 hour after the alleged issue began, the patient became ¿delirious and would not respond¿. The emergency medical services (ems) were reportedly contacted for assistance. The reporter claimed the patient was treated with 1 tube of glucose gel on their arrival followed by juice with added sugar and crackers with peanut butter and jelly. The reporter claimed a blood glucose reading of ¿75 mg/dl¿ was obtained on the ems device. At the time of troubleshooting, the csr noted that the subject meter was not being used for the first time and there was no indication of misuse of the device. The csr noted that the patient was testing with test strips that had expired and based on the information provided, the battery needed replacing. The products involved in the complaint were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.